Event description:
A micro driver rx coronary stent 2.75mm x 14mm was used to treat a lesion in the lad. It was reported that the device could not cross the lesion and the stent was damaged on removal from the pt. The pt had 90% stenosis prior to pre-dilatation and 80% stenosis after pre-dilatation, there was also moderate calcification in the lesion. There was no pt injury and no clinical sequelae have been reported. The device was returned to medtronic for eval. The returned stent was positioned on the inflated balloon. The first 4 proximal segments were still intact, the remaining segments were stretched and deformed with the first distal segment covering the distal marker band. The distal tip was damaged. The balloon folds on the proximal pillow were partially opened. Blood residue was present along the device and between the balloon folds. Based on the info available, the device has not been identified as the root cause of the event. The pt had moderate calcification and 80% stenosis after pre-dilatation, there was no abnormalities noted on the device prior to use. Therefore, the root cause of the event was most likely due to the pt lesion morphology.

Manufacturer narrative:
(B)(4) other - stent deformed in vivo during positioning. Eval, results: 90% stenosis & moderate calcification. Eval, conclusions: 90% stenosis & moderate calcification.